Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 159 and 110 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 94 mg/dl. Customer was not using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/19/2020 and test strips were opened one - two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).